Event description:
I had been suffering from severe shortness of breath, asthma, fatigue, headaches, chest pressure for over a year and then on (B)(6) 2021 diagnosed with dvt. On (B)(6) 2021 was hospitalized and pulmonary embolism found on cta of chest. FDA safety report ID # (B)(4).